Manufacturer narrative:
The results of the investigation concluded that there was no indication of shorted, crossed, or intermittently open circuits. The measured resistance value for both the tip and ring electrode circuits was within specification. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. A review of the device history record was not possible since the batch number was unavailable. The cause of the reported pacing issue was unable to be replicated and therefore remains unk. The pacel bipolar pacing catheter instructions for use (IFU) states that potential adverse events may be associated with the pacel bipolar pacing catheter. These include arrhythmias, cardiac perforation, cardiac tamponade, and damage to vessel or valve structures.

Event description:
The info provided to sjm indicated a 5f pacel bipolar pacing catheter was selected for use. Intermittent pacing was observed the morning after it had been placed before pacing stopped altogether. The pt went asystole and CPR was administered. Fluoroscopy showed proper placement in the heart. The pt was returned to the catheter lab for placement of a new temporary pacing wire. Another 5f pacel bipolar pacing catheter was used with a remington medical adap-2000 extension cable that connects to the pacel shielded pins.